Event description:
A customer reported that the pump battery was depleting too quickly, but it did not cause the pump to shut down. There was no reported adverse impact to the customer's blood glucose level. The customer declined further technical support assistance.